Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal information, but identified patient use of antiplatelet therapy; and, the continued use of tobacco products as minor factors.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient presented with an endoleak type ia. The physician elected to implant a proximal supra renal extension cuff and the issue resolved.